Manufacturer narrative:
I am attempting to obtain the device for eval. If the device is obtained, I will file a suplemental report at that time.

Event description:
It was reported that during a lap appendectomy, they had a difficult time passing the stapler through the reducer. Pressure was exerted and the internal valve dislplaced and fell into the surgical site. It was retrieved. There was no injury to the pt.